Manufacturer narrative:
The system log files were analyzed and only found user-type errors, indicating the foot control battery level was less than needed for the surgery level, the system was not detecting the foot control, and the ultrasound handpiece not being detected. Preventative maintenance and field service tests procedures were performed on the system and final checks were all within specification. The reported problem could not be duplicated. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete. On march 25, 2021, bausch + lomb received an email from sheila connors at cdrh/food and drug administration notifying the company that the report initially submitted on 03/05/2021 failed in the emdr system with an error due to the presence of the } character as part of the c-code value. There was no ack3 error message which notifies the company that the submission was rejected due to the character. The special character (}) has been removed and this report is being resubmitted.

Event description:
The user facility in the (B)(6) reported that the surgeon was doing an anterior vitrectomy and the cutter stopped working, an error message appeared and the stellaris system shut down. The stellaris system was rebooted, and the surgeon finished the case. There was no complication to the patient. The stellaris system was used after the event occurred, without any issues.